Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The hdf-3500 passed ¿out qat¿ from heartsine technologies on the 5th july 2016. A visual inspection of the device revealed that the negative terminal pogo-pin was shorter than the other pogo-pins. A closer inspection showed the pogo-pin could only spring back partially into position, which would suggest the spring within the pin had failed. After further investigation it was found that the reported fault could be attributed to the failure of -ve terminal pogo-pin. Device stored outside of the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Red staus indicator, low battery. No patient involved.